Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the bearings of the attachment device had fell apart and the internal parts of the ball bearings were missing. Therefore, the reported condition that the device had bearing damage was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the attachment device ball bearings had fallen apart, internal parts of ball bearings were missing, and a colored ring had chipped. It was further determined that the cutter device could not be inserted, the etching was illegible, and the locking mechanism was stiff/stuck. It was further determined that the device failed pretest for labeling assessment, lock operation, and cutter insertion. It was noted in the service order that the device had bearing damage. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.